Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. Customer also stated that they were able to clear the alarm. The customer was advised the insulin pump need to be replaced and to revert to the back-up plan per health care professionals. Customer was advised to perform self test and the test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received power error due to software error. Hardware low level failures error confirmed in device history with variable due to broken trace at pin keypad assembly.